Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient switched from program 3 to program 1. It worked for a while but, on the morning prior to the report, they were incontinent again. The amplitude was at 8.5 volts (v) and was maxed out. They were feeling stimulation in the target area, but their symptoms were not controlled. The patient was going to continue switching programs to see if they helped.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient's implant hasn't been working at all since implant and reported they were completely incontinent. They don't remember anything the manufacturer representative (rep) told them the day of the surgery and wanted to make sure they had the right settings. The patient increased the stimulation last night and it was too much. The patient programmer showed the stimulation was on and they felt stimulation more in their leg than in the pelvic area, but they did feel it in both areas. The patient was redirected to follow up with their healthcare provider (hcp) to discuss changing programs. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that their device was implanted on (B)(6) 2017. The patient stated that they felt like it worked at first but they slept a lot the first couple of days. The patient noted that it then it hit them on (B)(6) that they were still having complete incontinence, so they increased stimulation, but the more they increased they were only feeling the stimulation down their right leg. The patient stated that they had spoken to a manufacturer representative (rep) who helped them change programs and set stimulation. The patient noted that it was ok, but they did a lot of adjusting up and down. The patient stated that on (B)(6) at their post op the nurse practitioner for the hcp set them back to program 3 which was where it was 1st set by their responses during surgery. The patient noted that they tweaked the ¿ and + until it felt good for them. The patient stated that it seemed that they still had to adjust the stimulator every 3 to 4 days, but overnight bed wetting had not happened and there was just some leaking through the day. The patient noted that they were on program 3 with stimulation set at 4.0 and that they were to see their hcp on (B)(6). No further complications were reported or were expected.